Event description:
During an unrelated, elective device replacement surgery, increased pacing impedance was observed on the left ventricular (lv) lead. The device was reprogrammed to resolve the event. The patient was stable.